Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an eddy irrigation tip broke. The broken piece was retrieved and no injury resulted.

Manufacturer narrative:
The tip is missing totally, 1.72mm measured from 18mm point with measuring gauge mitutoyo model # cd 15cpx valid to 5/2018. No smooth breakage, melted. Breakage due to thermal influence. We consider this misuse. A DHR review was conducted with no discrepancies noted.